Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. During the priming step, the automated impella controller (aic) blacked out. Priming appears to have continued during the blackout. A reboot was attempted but a controller error alarm appeared on the screen. The aic was replaced.

Event description:
The patient developed multiple organ failure and expired while on support. It is unknown if the black out of the automated impella controller (aic) contributed to the patient death, thus there is not enough evidence to exclude aic as an associated factor in the patient's outcome.

Manufacturer narrative:
The evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04787. B1 adverse event and product problem. B2 death. Date of death is unknown. B5 patient outcome and death rationale statement. D2 common device name. D4 model number. F6/f8-should have been left blank. H1 type of reportable event: death. H6 health effect - impact code: death.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. Data analysis: the logs from the console confirm that the failure mode of unexpected controller shutdown occurred. Device analysis: this failure was unable to be replicated during investigation across multiple pump connection attempts with power cycles in between. There were no observable anomalies with console behavior during testing. Root cause: the root cause for the unexpected controller shutdown could not be determined due to the failure not being reproduced during investigation. There was no issue related power on issues/blank screen found during the case. D2 common device name revised on manufacturer device report 1220648-2023-04787 and 1220648-2023-04787-1 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-04787 in accordance with updated procedures.